Manufacturer narrative:
A 2000e china product was not available for investigation of (B)(4). However, the customer confirmed that the complaint sample was from lot 24045688. The feedback provided by the customer states that, "a patient was given an infusion using a needleless airtight infusion connector, the fluid leaked when withdrawn". Further information from the customer has stated that leakage was observed from the connector port and no damage was observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045688 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve leaked. The following information was provided by the initial reporter, translated from chinese to english: on april 2, 2025, a needle-free sealed infusion connector was used to infuse the patient. Leakage occurred after the infusion was removed. Replace the positive pressure connector immediately. Additional information received from the customer: please be clear about the circumstances of the incident? Is a blockage observed in the leakage phenomenon? Or are you observing connectivity issues? = it doesn't clog up other items; the problem was found as soon as it was connected; normal connection, not connection issue. Please send the affected products (if you have the original packaging) back for investigation. If you are unable to return the affected product, please provide detailed photos/videos of the product. = the department did not keep the products and did not take pictures. Confirm the substance being infused at the time of the event. = unknown please confirm whether the fault was found during the pre-filling phase or during the infusion process. If you are during the infusion, please specify the specific infusion time. = at the time of infusion. Confirm the exact location of the leak. = connector port please confirm whether there is any visible damage on the surface of the product? = no damage. Check the sequence of events that led to the leak. = unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.